Event description:
Complainant alleged that during the incoming inspection of the device, it was observed that there was no video display. The complainant indicated that there was no pt involvement in the reported malfunction.